Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction loss occurred on the right eye (od) during docking and then 3/4 through the raster pattern after reattempting. It was noted that physician discussed prk (photorefractive keratectomy) with the patient and will likely reschedule prk if the patient isn't willing to try again. The physician wasn't sure if he was going to attempt lasik surgery on the left eye (os). No additional information provided.

Manufacturer narrative:
Additional: in initial report, it was stated that the aborted procedure would be likely be converted to a photorefractive keratectomy (park) and would likely be rescheduled for another visit. Additional information was provided that the park was performed. Additional: lot number of 60113868 was provided and is entered in this follow up report additional: expiration date of 1/9/2020 was provided and is entered in this follow up report additional: unique identifier of (01)(10)60113868 was provided and is entered in this follow up report additional: manufacturer date of (B)(6) 2018 was provided and is entered in this follow up report patient code 3191 - updated planned park to park device available for evaluation? Yes returned to manufacturer on: (B)(6) 2018 device returned to manufacturer? Yes device evaluation: the patient interface was returned in original packaging confirming lot# 60113868. A visual inspection of the returned device post-usage found pi clip was broke but all parts were assembled correctly. Suction testing was performed and the results were outside specification. Dimensional measure was performed and the results were within specification. The reported event suction loss was confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60113868. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results, suction issue was confirmed, but there was no indication of any design or manufacturing issue. Hence, non-conformance report was opened to address pi issue and johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrections: initial supplemental report inadvertently reported incorrect expiration and manufacturing dates. Per DHR (device history records), the following fields have been updated accordingly: expiration date: (B)(6) 2020 device manufacture date: (B)(6) 2018  all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.